Event description:
It was reported the patient experienced episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). The device recognized the arrhythmia and attempted to deliver high voltage therapy. Initially, the device failed to deliver a shock, however, shortly after, a shock was delivered and normal sinus rhythm was restored. Immediately following the shock, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected an rv lead malfunction. The patient was later brought in-clinic, and a revision procedure was performed where the rv lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.